Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer called with no delivery alarm before the set has been inserted into her son's body. The customer stated that the displacement test was done and passed. The customer reattached the plunger to reservoir and was unable to push any insulin through. The customer was advised to call back if she has problems.